Event description:
It was reported that device detachment occurred. Two 6f runway guide catheters were unpacked; however, devices were noted to be damaged with breakages. The procedure was completed with another of the same device. No patient complications were reported, and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed kinks in the shaft 64cm proximal of the tip, and a kink just distal of the strain relief. Inspection of the remainder of the device found no other damage or defect. Product analysis could not confirm the reported event as there were no breaks in the shaft.

Event description:
It was reported, that device detachment occurred. Two 6f runway guide catheters were unpacked. However, devices were noted to be damaged with breakages. The procedure was completed with another of the same device. No patient complications were reported. And patient's status was stable.